Event description:
It was reported that during a gastric bypass procedure, in speaking with the surgeon, he explained he was firing the device on small bowel. This was his initial fire of the device and cartridge. The device only fired a third of the sequence. The device did open and the cartridge was replaced. No adverse affects to the tissue. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Additional information was requested and the following was obtained: what device was used? Ets45. Was the instrument fired across or near an existing staple line or clip? No indication that it was fired near or across existing staple line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that one tr45w reload was received in good visual condition and partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional testing could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.